Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The following sections were updated: b3; b4; b5; d2; d4; g2; g3; g6; h2; h3; h4; h6 and h11. Review of the most recent repair record determined the device was not cutting properly; the control bar was loose and out of position. The control bar was adjusted to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information associated with this event.

Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-(B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the unit was harvesting thin and unusable grafts. There was patient impact however details were not provided. It is unknown if there was a surgical delay. Due diligence is in progress.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b1, b2, b4, b5, d10, e1, e2, e3, g3, g6, h1, h2, h6 and h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that during surgery, the unit caused a harvesting thin and unusable grafts. It was confirmed that no sutures were required, the taken graft was damaged and an additional skin graft was needed. There was a delay of 2 hours while looking for a new dermatome from a different facility to complete the procedure. Due diligence is complete.